Event description:
The rn went to hang a patient's dose of carboplatin (chemotherapy). Noticed the medication leaking out of a y-site of the IV tubing. Charge rn notified. Patient was removed from area and spill was cleaned used chemo spill kit to prevent harm to staff and patients. Manufacturer response for IV tubing, IV pump set continu-flo® gravity / pump 3 ports 10 drops / ml drip rate without filter 105 inch tubing (per site reporter). Via email on [redacted date] as part of our ongoing collaboration about these events. According to the lot numbers, this is not part of the new enhanced product after implementation of corrective actions.